Event description:
An increase of pain from the underdosing of the pump. It was exlanted and returned to the manufacturer for analysis. A dye study was done which showed no movement of the motor. The patient was treated with supplemental oral medication for the pain and a pump replacement. The reported patient outcome was fine after the replacement.